Event description:
During surgery, sudden large leak in circle system detected. Tracheal cuff wouldn't hold pressure. Throat packed w/9 h2o soaked sponges. Good sats throughout. Pt vomited & possibly aspirated. Tube thrown out by anesthesia.